Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the syringe pump assembly and calibrated the module. The cse check the dilution pulse and ran quality control (qc), which resulting in range. The cse pooled serum run ten times, resulting in range. The cse reran a patient sample, resulting in range. The cause of the discordant electrolyte results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant electrolyte results were obtained on patient samples on an advia 1200 instrument. The initial results were not reported out to the physician(s). The same sample was repeated on the same instrument. The repeat results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant electrolyte results.